Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer's blood glucose was running high and it is taking over 4 hours to get the blood glucose down. Customer's blood glucose is 534 mg/dl. Caller stated that this is not normal for the customer and they are bolusing but it is not working right away like it should. Customer has treated with 5.1 units of insulin. Customer felt dizzy and does not feel good. Customer ran a manual prime and the insulin did exit the tubing. Customer performed the high pressure test and the pump passed.